Manufacturer narrative:
Date of event: date of event was approximated to 01/01/2019as no event date was reported. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, both clips were difficult to release from the catheter; however, the clips eventually released and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.